Manufacturer narrative:
The nurse tried using bifonazole cream without improvement. The physician is scheduled to see the end-user next week. As an additional note, the end-user resides in an elderly care home and has used the product for many years. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. The lot number was not provided. Should additional information become available, a follow-up report will be submitted.

Event description:
It is reported the end-user developed an inflammation, possibly a fungal infection around her stoma under the wafer and pouch approximately one (1) week ago and needs the wafer changed daily.